Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 44 uses of the backup battery since the last visit due to loss of power to the mobile power unit (mpu).

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit was not returned for review; however, a log file was submitted spanning approximately 9 days (21jun2022 ¿ 30jun2022 per timestamp). At the beginning of the log file on 21jun2022 at 0:12:14 - 0:12:25 there was an atypical loss of ac power while connected to the mpu that caused a no external power alarm. The backup battery provided power during this event and the event cleared once 14v battery power was connected. There were no other notable alarms in the log file. Pump operation was not affected. Multiple good faith efforts were sent asking for the serial number of the mobile power unit, if the mpu had a v-lock connector on the ac power cord, if the power cord came loose at the back of the unit or outlet, if there were any environmental circumstances that may have contributed to the loss of ac power, and if the mpu would be returning; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. Serial number of device not available. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including no external power alarms. Heartmate iii instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate iii patient handbook (rev. D) section 3 ¿ ¿powering the system¿ addresses how to properly connect power sources to the system controller. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.